Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Joint swelling (nos) [joint swelling]. Joint pain (nos) [arthralgia]. Joint effusion (nos) [joint effusion]. Case description: spontaneous report received on 22-apr-2008 from a physician regarding a female gonarthrosis pt. The pt received 2 injections of synvisc in 2008 administered via intra-articular route at a dose of 2 ml respectively. The pt's medical history is not available. On the next day, the pt experienced joint (unspecified) swelling and pain. Five days later, joint puncture was performed and cortisone was administered. The pt had not visited the physician after that. No further info provided. Synvisc injection was permanently discontinued. The physician reported that "the pt's condition increased". According to the physician, the adverse events of joint swelling, pain and effusion were non-serious, moderate in intensity and probably related to synvisc. Qa investigation result was received on 24-apr-2008: "the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints."

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.